Event description:
The customer alleged that no alarms were provided as the patient's condition deteriorated.

Manufacturer narrative:
(B)(4). The customer alleged that no alarms were provided as the patient's condition deteriorated. The customer reported that the monitor was not the cause of the patient death. The available information supports that there was no device malfunction. The bedside monitor and central station were tested post incident and both were found to be performing to specifications. Alarms were provided for simulated patient events. Note that heart rate alarms were turned off prior to the incident and they remained off throughout the incident timeframe. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.